Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The retract knobs were retracted to the clamp up position. The retract knobs were forcefully retracted and subject reload was unloaded from the instrument. Further functional testing found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Based on the evidence available the reported condition of jaws will not open and difficult to unload was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right thoracotomy procedure, the stapler handle would not allow the reload's jaw to open and is unable to remove staple load from the handle. A new handle was opened and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right thoracotomy procedure, the stapler handle would not allow the reload's jaw to open and is unable to remove staple load from the handle. A new handle was opened and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right thoracotomy procedure, the stapler handle would not allow the reload to open and is unable to remove staple load from the handle. A new handle was opened and used to complete the procedure. There was no patient injury.